Manufacturer narrative:
If implanted, give date: (B)(6) 2016. (B)(4). The device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause has been determined to be use/user error as the dfu states: "do not use catheter for feeding tube/gastrostomy procedures. Exposure to gastric fluids may damage the catheter; not for bilio-pancreatic use." (B)(4).

Event description:
It was reported that a drainage catheter broke and a fragment remained inside the patient. A 14/25 expel(tm) drainage catheter was implanted to the patient's stomach for a gastronomy feeding tube. Eight weeks after implant, the patient noticed that the device was not working properly as when food was injected through, the catheter seemed to be occluded. The patient went to the hospital and underwent fluoroscopy with contrast. Here it was found that the catheter was broken at the beginning of the pigtail, where the radiopaque marker is located. A non-bsc 0.035 guidewire was used to remove the broken fragment but it was not possible. The catheter was removed; however, the pig tail remained inside the patient's body. The procedure was completed with a different device. No further patient complications were reported and the patient's status was stable.